Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 300 units of cold insulin. As the reported event had occurred in the past, tandem technical support was unable to perform troubleshooting. Recommendation was made to fill the cartridge with room temperature insulin per labeling instructions. The customer's blood glucose level was not impacted.